Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted noise generated due to the disconnection of the image pickup cable (sensor cable) and no image output found . In addition, the fe (forceps elevator) lever operation force exceeds the standard value due to wear. The customer reported issue of " operation failure, does not hold" could be confirmed. Furthermore, the following findings during inspection were noted below: the device curve rubber found scratched and the adhesive was observed to be missing. The video connector case was found cracked due to an external factor. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with a reported issue of "malfunction, operation failure, it does not hold" angle fixing force . The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found no image output, noise generated due to disconnection of the imaging unit (image sensor cable) . This report is being submitted for reportable malfunction of "disconnection / short-circuit of the image sensor cable" noise is generated due to the disconnection of the image sensor cable observed during device evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 24-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.